Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: report date, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative on (B)(6) 2017, it was reported that the device had clamp too tight and produced incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in (B)(4). The last repair was (B)(6) 2017 where it was reported that device produced incomplete mesh and the cutter, gears and roller were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on october 10, 2017 revealed that the mesher produced a complete cut with our test cutter. The device calibration was within specification. It was also revealed that the shoulder bolts were visually worn and the gear was damaged. The cutters 1.5:1 and 2:1 produced incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 10, 2017 which included replacement of the gears and damaged hardware and lubricated assembly. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.118 rev. 32. The reported event was confirmed since during the initial inspection it was noted that the cutters produced incomplete cuts. The root cause of the reported event was due to the damaged cutters that produced incomplete cuts. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has returned the product to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin graft mesher clamp was too tight which caused it to produce an incomplete mesh. No adverse events were reported as a result of this malfunction.